Manufacturer narrative:
When the physician delivered the stent into the body, the delivery system was unable to be delivered because the rear part of it appeared to have a small uplift on the stability member of the device. Force was used to remove the delivery system. The stent was not deformed during removal of the delivery system. Intervention was not required. A non-mdt guidewire was used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a complete se to treat a moderately calcified and tortuous proximal common iliac artery lesion exhibiting 75% stenosis. No damage was noted to device packaging and no issues removing the device from the hoop/tray. The device was prepped with no issues identified. The lesion was pre-dilated. No embolic protection used it was reported that there was difficulty removing device prior to stent deployment. No excessive force was used. The delivery catheter did not catch on stent upon withdrawal. When the physician delivered the stent into the body, the push wire was unable to be delivered because the rear part of it appeared to have a small uplift (stent deformed). The physician replaced it with a 7f sheath, which was reported as unable to enter the body. In the end the physician switched to an everflex stent and completed the operation. No abnormality was observed after operation. Follow-up operation was carried out normally. No patient injury reported.

Manufacturer narrative:
Image review: images received indicate deformation was apparent along the stability member of the device. Image shows material appearing to lift. It is not clear on the exact location of the deformation. The photos received were limited, as they did not show images of the stent and no images were received regarding deformed stent. If information is provided in the future, a supplemental report will be issued.